Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a rash at the site of sensor patch adhesion on (B)(6) 2014. Patient's mother stated that the patient has experienced red, itchy bumps underneath the sensor patch adhesive. Patient's mother sought medical intervention for the patient's adverse reaction on (B)(6) 2014 and the doctor prescribed cortisone cream. At the time of contact patient's mother reported patient was in good condition.

Manufacturer narrative:
(B)(4).